Manufacturer narrative:
Continuation of d10: product ID tm90t0 product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid and fentanyl via an implantable pump for non-malignant pain and general nociceptive condition. It was reported that the reason for the call was the patient stated they hate the new personal therapy manager (ptm) device and would like to buy the old ptm. The patient stated they got a total of 12 boluses during the day and they didn't always work. The patient clarified that she didn't always get a bolus because of the change in medication, she went from dilaudid to fentanyl and her health care provider (hcp) was aware. The patient said they would lay on the communicator and not move and it would work and then it would stop and they would have to reposition it. The patient stated they had to physically lift the pump on her skin to connect with the communicator. The patient mentioned that they had to manually move the pump in her body to get it to connect. The patient mentioned that at least 10 times a month at midnight they would get a red box that said to reset the pump or restart the app. The agent asked clarifying questions and patient said the app would get stuck at 91% and other percent. The agent assisted patient with clearing data and closing out of all running applications. The agent recommend patient take note of the codes and call back. The agent reviewed device function. The patient was able to connect to the pump very fast. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient regarding their external device. The patient reported that when they deliver a bolus, they have to be in a certain body position like a sitting position for the personal therapy manager (ptm) to deliver a bolus. The patient mentioned that they showed it to their healthcare provider (hcp) and their hcp tried to download "stuff" and the patient mentioned the hcp admitted they had never seen that case before. The technical service specialist (tss) on the call advised they monitor the issue and consult with the hcp who can call for further assistance. The tss reviewed device function and best practices in using myptm. Additional information was received from the patient. It was reported that for the past 6 months or so, the patient has been having issues with the pump acting bizarrely. The patient reiterated from earlier reports that sometimes the pump does not want to connect to the controller and they have to move the pump, inside their body manually in order to get the personal therapy manager (ptm) to connect. The patient also reported they are getting longer lockouts than what is expected. The patient services specialist (pss) reviewed when they have a lockout for more than 30 minute (min) to click on the 'I' in the circle and that will tell the patient why they are locked out. The patient confirmed the pump time is the current time, and stated per their ptm their bolus duration is 3min, lockout is 30min, bolus restriction is '12/12' hours, and they receive 12 bolus per day. The pss reviewed bolus programming. The patient stated their healthcare provider (hcp) said the issue was not related to the programming and redirected the patient to the manufacturer. The patient stated they did a bolus last night at 11:50pm and the ptm was showing 1 bolus left. Then when they tried to bolus after midnight, the ptm showed they had 11 bolus left and that they had a 69min lockout and the next time they tried to bolus it showed a 105min lockout. The patient stated they did not click on the 'I' in the circle to see why they were in a lockout. The patient stated their managing hcp told them there is nothing wrong with the pump or catheter and they had an x-ray to check on the catheter. The patient stated the hcp said everything looked well. The patient was advised to keep records of time/date of requested bolus, if the bolus delivered/not delivered, and what the handset did say. The patient will follow-up with their managing hcp to see what the pump records are showing as they can pull the records from the pump to see what the lockout was. The patient stated they have called before regarding this issue.